Event description:
The customer reported a blood glucose (bg) level of "high;" cause was unknown. Customer administered a correction injection via the pump which successfully resolved the blood glucose level. A full pump system check was offered but customer declined. No further information was available.